Event description:
The customer reported that she ran a control test with the contour next gen meter and obtained a readings of 139 mg/dl at 8:58 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
As per the contour next control solution user manual, squeeze a small drop of solution onto a clean, non-absorbent surface. The customer did not follow this instruction. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section and a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour® next gen meter with serial # (B)(6), in-house contour® next test strips from lot # 4ahec41b and in-house contour® next control solution from lot # 3bv2g22 were used for in-house testing in five replicates. All control tests were reproducible and fell within the control ranges of 111-139 mg/dl. The control results obtained with the in-house testing were properly marked as control results.